Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Some intermittent pacing inhibition was also noted, but there was no asystole observed. Intervention was performed and the rv lead was surgically abandoned. No additional adverse patient effects were reported.